Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the mega suture cut needle driver instrument string was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reported and obtained the following additional information: the instrument was inspected before use. The surgical task performed was suturing of the mesh. There was no collision of the instruments. The wire/string was exposed but intact to the instrument. No fragment fell in the patient anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.